Event description:
It was reported that the device rebooted after start. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device was returned for evaluation and visual and functional testing was performed on the device. The keypad and labels were intact and the device was in good condition. The event log was reviewed and found "0125> power lost while pump was on" error message. Functional testing was performed and found that the device lost power when it was running. The device was started with a cassette attached and restarted which is an issue with the circuit board. The root cause of the reported event was due to the circuit board. Actions were taken to mitigate the reported issue was to replace the circuit board.